Event description:
It was reported that the coronary sinus (cs) lead dislodged during elective replacement of the right ventricular rv lead. The cs lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Blood/body fluid was noted on all conductors. The outer insulation was found melted; apparent explant damage. Full lead returned and analyzed.